Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 17.5 mmol/l (315 mg/dl) while wearing the pod between 4 and 24 hours. The patient noted the cannula had dislodged from the infusion site and was bent. A manual insulin injection was administered to treat the hyperglycemia.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or defects were observed with the bottom housing that would cause the cannula to dislodge. A root cause for the reported event could not be determined. Inspection of the cannula assembly found the exposed portion of the soft cannula was damaged. It could not be determined when this damage occurred. The download data does not contain any timeouts or drive stalls that would indicate a failure to deliver insulin.